Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was programmed with multiple boluses and downloaded using carelink pro. Unit was downloaded properly and boluses were shown in general reports. However, error alarm found in alarm history. Error alarm due to corrupted history file. No cosmetic damage noted.

Event description:
A customer reported via phone call indicating sensor issues. The customer's blood glucose was 371 mg/dl at the time of the incident. The customer stated that the paramedics are at their house and needed to disconnect from the phone call. The customer did not return the product back for analysis.